Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The device passed all test performed, showing no evidence of the reported failure.

Event description:
It was reported that during preparations for a farapulse procedure, a farawave 31mm catheter was found to have visible air bubbles in the flushing line. No air was observed in the patient or sheath. The catheter was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparations for a farapulse procedure, a farawave 31mm catheter was found to have visible air bubbles in the flushing line. No air was observed in the patient or sheath. The catheter was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.